Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had the batteries leaking. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that batteries had been installed in the instrument for less than a year, and never met its life span. The lot number of the batteries removed from the instrument is 0011780938

Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician, it was observed that the bio-console 560 instrument had a battery leakage. The issue was resolved by replacing the battery,12v,6.5 ah ,certified . Preventive maintenance was completed per specifications. Note the instrument was not returned to medtronic facility but was serviced by field service technician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.